Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the memory is lost in the insulin pump whenever the battery is changed. Troubleshooting was performed. The self test passed. Nothing further was reported.